Event description:
According to the customer patient reported on pain difficulty swallowing and deep breath after placement of a bravo capsule. The patient has been admitted into the hospital where he was unable to eat. Patient has stated the physician has made two attempts to remove the capsule with the snare method however was unsuccessful. The patient stated that the capsule remained attached which has been confirmed by x-ray. No further information is available.